Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing was misaligned on the pressure plate. This product problem was observed immediately after the package was opened it. The patient refrained from using the product due to concerns of under delivery of medication.

Manufacturer narrative:
Eight cassettes were received for evaluation. Visual inspection of the devices found them to be in good physical condition, noted to have a tube not manufactured by smiths medical of tijuana. Devices underwent accuracy testing and were connected to a cadd legacy plus. The accuracy testing passed successfully. The reported customer complaint was unanle to be confirmed.